Manufacturer narrative:
After the field service engineer's service visit, the customer performed calibration and qcs with successful results. The investigation reviewed the last calibration performed on (B)(6) 2023; the results were within specifications. The investigation reviewed the qc data; the results were acceptable. The investigation reviewed the alarm trace; abnormal aspiration was noted in the alarm trace. The results were within specifications. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 717270. The expiration date was requested but not provided. The field service engineer (fse) inspected the module and found that the event was caused by the gear pump. He noted that the high results were obtained when the patient samples were run with other assays, but the results and precision were acceptable when run alone. The fse checked for special washes and then replaced the gear pump. The investigation is ongoing.

Event description:
The initial reporter received questionable creatine kinase (ck) results from five patient samples tested on the cobas 8000 cobas c 502 module. The initial results were not reported outside of the laboratory because the reporter noticed that the results from the reported module were high and the results from their other module (which runs all assays) were much lower. They then reran the patient samples on the reported module and it matched the other module's lower results. The reporter was able to provide the following examples of questionable results: sample 1 the initial result from the module was 445 u/l. The first repeat result from the other module was 318 u/l. The second repeat result from the module was 320 u/l. Sample 2 the initial result from the module was 265 u/l. The first repeat result from the other module was 174 u/l. The second repeat result from the module was 173 u/l. Sample 3 the initial result from the module was 241 u/l. The first repeat result from the other module was 123 u/l. The second repeat result from the module was 123 u/l. Sample 4 the initial result from the module was 291 u/l. The first repeat result from the other module was 190 u/l. The second repeat result from the module was 193 u/l. The repeat results were deemed correct.